Manufacturer narrative:
Gtin:(B)(4). Alleged failure: yellow substance was found in the package. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be environmental conditions, inadequate cleaning process. The product was returned for investigation and the failure mode confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material inside of the sterile package.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was foreign material inside of the sterile package.